Manufacturer narrative:
No trend identified. The compatibility check was performed and showed that the product combination is approved by zimmer. Both set screws were returned for investigation. The visual examination shows that the threads on the set screws are heavily deformed. Axially the thread tips show heavy abrasion, this especially in the proximal thread part. Also in this area longitudinal cuts and damages can be seen which makes an insertion into the nail thread not possible. It is unknown where this deformation have its origin. It can occur by inserting the screw in a too flat angle or if some other particles get seized between the nail thread and the screw thread. Finally, the polyethylene pins on both set screws are completely deformed and cannot be evaluated. It can be assumed that this was occurred during autoclaving process after the surgery, prior to sending for investigation. The most probable root cause for the reported event: surgical technique was not adequately followed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported on (B)(6) 2015, that another znn set screw was involved. It was previously reported by the surgeon that on (B)(6) 2015 he wanted to implant a znn cmn nail to heal a subtrochanteric fracture. The surgeon found difficult to insert the znn cmn set screw and surgery time was extended. The pt experienced a cardiac arrest due to excessive bleeding. The surgery was stopped and the surgeon closed the wound. The nail was left in the femur.

Manufacturer narrative:
The MFR did not rec'd devices, x-rays, or other source documents for review. The device mfg qual records indicate that the released components met all requirements to perform as intended. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).